Manufacturer narrative:
The technician found the stiffener plate was bent which caused the brake cable to pinch. The technician replaced the brake block mechanism to repair the bed.

Event description:
Information received indicates the brake will not hold.